Event description:
It was reported to philips that there the device gave an error indicating that no geometry movements were available. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment/non-emergency treatment which was completed as planned by swiveling the table. The philips field service engineer (fse) inspected the system onsite and found that the device gave an error indicating that no geometry movements were available. Upon troubleshooting, fse reviewed the log files and found some geometry related errors and replaced the power supply in clea stand. Further, fse found that one of the floor brake assembly connectors was torn out of the brake, causing a short. To resolve the issue, fse replaced and resoldered the ul brake and spc boards 7 and 8. The system would be able to make all geo movements after reinserting the connector. The defective brake was returned to philips for failure analysis and the cause of the failure was found to be an electrical defect, where a metal part did not stick on the brake. The mvr low power boards, mvr high power board and power supply were also returned to phillips for failure analysis, but the cause of the mvr low power boards, mvr high power board and power supply failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the power supply, spc boards and ul brake by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.